Manufacturer narrative:
The report from the study indicated that, approx 9 months after having a stent placed in the ostium of the right internal carotid artery, the pt, while in the hospital, went into cardiogenic shock and subsequently died. The cause of death was listed as "cardiogenic shock". The lesion was pre-dilated and an angioguard xp was successfully deployed and retrieved and an 8x40mm precise stent was deployed. There were no neurological deficits when the pt left the angio suite and the pt was discharged three days later. The pt's medical history included coronary artery disease (5packs of cigarettes), myocardial infarction, hypertension and contralateral carotid artery occlusion. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older pts with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include pt, procedural, pharmacological and lesion.

Event description:
The email received for the sapphire study indicated that, approx 9 months the pt had revascularization of the target lesion, the ostium of the right internal carotid artery. During the hospitalization, the pt went into cardiogenic shock and subsequently died. The cause of death was "cardiogenic shock". Pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery. The lesion was pre-dilated and an angioguard xp was successfully deployed and retrieved. An 8x40mm precise stent was deployed at the target site. There were no neurological deficits when the pt left the angio suite. The pts was discharged three days later. Pre and post-procedure medications included aspirin and clopidogrel.